Event description:
The pt reported that the battery was depleted and the e2 (battery depleted) error was not displayed. He also reported being unable to stop the prime function. The pt's vendor was not able to replicate the issue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.